Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was noted that the battery compartment was damaged and there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/27/2017 with the following findings: review of the pump¿s black box revealed evidence of a shortened battery life issue. The returned battery cap threads were damaged. Two battery compartment cracks and battery thread damage were observed. An intermittent power issue was observed with the test cap and returned cap. Moisture was observed within the battery compartment. Power draws were found to be out of specification - a shortened battery life issue was experienced during investigation. Moisture was observed on the pump¿s printed circuit board, and continuous glucose monitoring transceiver board. Unplugging the transceiver board returned the power draws to specification. The ok keypad button was hyper-sensitive. The ok contact was cracked. Contamination was found under all key contacts.